Event description:
It was reported that the device provided inaccurate sp02 reading. It was also reported that there was damaged housing caused by the customer. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate, based on the investigation above, the customer complaint could not be confirmed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.